Manufacturer narrative:
Product discarded.

Event description:
It was reported that during a surgical procedure at the user facility, the sponge came apart and unraveled. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.